Event description:
The customer reported via phone call that the pump will alarm no delivery when they try to deliver 5 units. Customer stated that they had high blood glucose. Customer tried to bolus this morning and received a no delivery alarm again. Customer's blood glucose was 486 mg/dl at the time of the incident. Customer did treat with 15 units. Customer declined troubleshooting for high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.